Manufacturer narrative:
One cadd-legacy pump was returned for analysis with the keypad overlay and rear labels missing. The device also had a missing battery door. The customer's reported problem regarding "draining batteries quickly" was able to be duplicated. Event log review confirms the battery depletion occurrence. The pump was opened, and motor current measured outside the current specification. The motor will be replaced to address the battery depletion issue.

Event description:
It was reported that the device gave a "depleted battery" message. No known adverse effects to patient.